Manufacturer narrative:
The device was received for evaluation. During functional testing, an alarmed for volume infused was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During functional testing, an upstream occlusion was not reproduced. A review of the event history log revealed multiple events of "upstream occlusion!" However the log cannot be used to determine the condition of the IV line at the time of alarm. It is unknown if the clamp was partially occluding the line, however a partial occlusion may not be detected by the pump. The issue described by the reporter may be similar to the issue described by fa 2021-056: spectrum pump failure to emit an upstream occlusion alarm & under infusion. If an upstream occlusion is not properly cleared from the line at the time of an "upstream occlusion!" Alarm, the pump may be slow to alarm or may not alarm for the occlusion again. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for volume infused and noted that the volume was at the same level in the bag, and did not alarm for upstream occlusion. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.